Manufacturer narrative:
Device analysis: one smiths medical cadd solis vip pump was returned for analysis with scratches and cracks on lcd lens screen. During analysis, the customer's reported problem regarding failed delivery accuracy was able to be duplicated. Three separate delivery accuracy tests were performed, and the pump was found to be over delivering to the manufacturing specifications. Pump's expulsor will be replaced in order to bring the delivery into more nominal of a range. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that during testing of this smiths medical cadd solis vip pumps, over infusion was noticed. No patient injury reported.